Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient is female and (B)(6). During meniscus prosthesis it was noted metal clip was broken. The broken piece didn't fall into patient. It took about 1 hour for new replacement delivery. The surgeon changed the new replacement to complete. The surgery was prolonged 1 hour. During this period the patient received more anesthesia. Now the patient condition is stable. The procedure was completed with same like product. Additional information provided on 7-20-2016. What was the failure with the needle, did it break? Unknown. The complaint form states the metal clip was broken, please explain where this metal clip came from? Actually the clip is metal part which belongs a part of device. Is it true the procedure was prolonged for 1 hour while waiting for the replacement to be delivered? Yes. There were no extra needles available at this hospital? Yes.

Manufacturer narrative:
The complaint device was received and evaluated. Two needles were sent back for evaluation. One needle did not have any damage, but was missing both implants. The second needle had both implants, but the attachment key feature, which attaches the needle to the applier, was broken. This damage of the key feature is typical of an extreme load applied to the needle as would occur in a misuse condition. The damage could also result from the use error of improper assembly of the needle onto the applier. Therefore, the root cause most likely resulted from a use error condition that led to the breaking of the key feature of the needle. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the (B)(4) complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).